Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept turning on and off. The customer's blood glucose was unknown at the time of incident. The customer mentioned that they received battery out limit alarm. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the battery out limit alarm, count up numbers anomaly/display anomaly due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.